Event description:
It was reported that a patient presented with dislodgement noted on the right atrial lead, which was confirmed with x-ray imaging. This resulted in low p wave sensing and high capture thresholds. During the revision process, the device set screw was unable to be tightened. The device was explanted and replaced on (B)(6) 2025 and the lead was repositioned during the same operation. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with dislodgement noted on the right atrial lead, which was confirmed with x-ray imaging. The physician alleged that the dislodgment of the lead was due to twidder's syndrome. This resulted in low p wave sensing and high capture thresholds. During the revision process, the device set screw was unable to be tightened. The device was explanted and replaced on (B)(6) 2025 and the lead was repositioned during the same operation. No adverse patient consequences were reported.